Event description:
It was reported to boston scientific corporation that an avanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. According to the complainant, during the procedure when the physician deployed the stent, the pusher broke into two upon withdrawal of the delivery system. The broken piece remained in the stent inside the patient and was safely removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an avanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. According to the complainant, during the procedure when the physician deployed the stent, the pusher broke into two upon withdrawal of the delivery system. The broken piece remained in the stent inside the patient and was safely removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Investigation found out that the guide catheter was bent and kinked in several locations and was also separated from the pull wire and detached from the device. The suture broke and was missing. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.